Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences. Customer states sensor glucose was 83 and blood glucose was 104 mg/dl. Customer was advised that this was within acceptable range. Customer also reported to have been hospitalized on (B)(6) 2015 with blood glucose of 700 mg/dl. Customer was hospitalized due to high blood glucose and was treated. Customer was wearing insulin pump at the time of hospitalization. Customer declined troubleshooting for high blood glucose as he believes high blood glucose may have been due to not reconnecting to infusion pump properly. Customer reported that blood glucose is dropping and will call back should issue persist.